Manufacturer narrative:
During the coil embolization procedure, the orbit mini complex fill 3x6 coil (637mf0306/15458609) stretched during placement and after the event, the entire coil and delivery system was removed from the patient without any issues. During repositioning, the coil was left in the aneurysm, while the microcatheter was repositioned. During insertion or any other time, no resistance was met, or additional force utilized to advance or remove the coil/delivery system. An adequate continuous flush was maintained through the sl10 45 (mc) microcatheter at all times, and the same microcatheter was utilized to complete the procedure. The microcatheter was re-shaped with the shaping mandrel, steam from boiling water, and without any damages. There were no kinks in the mc that might have contributed to the event. Other than the reported event, no other damages were noticed with any other section of the device coil (detached, separated, fractured, etc), delivery system/introducer (kink, bend, fracture, separated, etc), and the coil remained attached the delivery system. The procedure was completed with a similar product. The target site was the acom artery with a normal size aneurysm (4 x 5.7 x 7.4). Additionally, the enterprise vrd (enf452212/10039483) was pre-deployed in the microcatheter hub in the same case. Another enterprise was used during the procedure, with a jailed technique. It was reported that the introducer was completely seated in the microcatheter hub, and all guidelines were followed for insertion of the enterprise system. No damages were noticed on any section of the delivery system that might have contributed to the event. After the event, no other damages were noted on the device (enterprise delivery system (distal tip (unraveled, stretched, kink, bend, fracture, etc), stent (strut uplift or deformed, etc), or microcatheter). There was no patient injury reported with the event, and the devices will be sent for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15458609 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Additional information will be submitted within 30 days of receipt.

Event description:
During the procedure, the orbit mini complex fill 3x6 coil ((B)(4)) stretched during the procedure, and the enterprise vrd was pre-deployed in the microcatheter hub in the same case. There was no patient injury reported with the event, and the devices will be sent for analysis.

Manufacturer narrative:
During the coil embolization of a 4 x 5.7 x 7.4 anterior communicating artery aneurysm, the orbit mini complex fill 3x6 coil (637mf0306/15458609) stretched during placement and after the event, the entire coil and delivery system was removed from the patient without any issues. Additionally, the enterprise vrd (enf452212/10039483) was pre-deployed in the microcatheter hub in the same case. Another enterprise was used during the procedure, using a jailed microcatheter technique. During use of the orbit, no resistance was met during insertion or at any other time and no additional force was utilized to advance or remove the coil/delivery system. During repositioning, the coil was left in the aneurysm, while the microcatheter was repositioned. The IFU cautions that repositioning the infusion catheter while the coil is deployed may lead to damage and/or premature detachment of the embolic coil. An adequate continuous flush was maintained through the sl10 45 (mc) microcatheter at all times, and the same mc was utilized to complete the procedure. The mc was re-shaped with the shaping mandrel using steam from boiling water without any damages. There were no kinks in the mc that might have contributed to the event. Other than the reported event, no other damages were noticed with any other section of the device coil (detached, separated, fractured, etc), delivery system/introducer (kink, bend, fracture, separated, etc), and the coil remained attached the delivery system. The procedure was completed with a similar product. A non-sterile orbit mini complex fill 3x6 was received coiled inside of plastic bag. The hypotube was inspected and it was found kinked. The introducer was received zipped without damage. Part of the support coil was found inside of the introducer, the rest of the support coil, gripper and embolic coil were found outside of the introducer. The support coil and gripper were found without damage while the embolic coil was found stretched. The gripper and embolic coil were inspected under microscope; the gripper was found without damage while the embolic coil was found stretched. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported stretched coil was confirmed. The cause of the condition of the embolic coil and damages found on the device could not be conclusively determined with analysis of the returned device. Inspections are in place to prevent damaged devices from leaving the facility. The procedural factor of repositioning the microcatheter over the partially deployed coil, which the instructions for use cautions may lead to coil damage, may have contributed to the event. With review of the analysis and device history records there is no indication of any manufacturing issues related to the event with procedural factors possibly contributing. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15458609 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The product will be returned for analysis, and additional information will be submitted within 30 days of receipt.